Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy after multiple falls. System diagnostics recorded high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.